Event description:
Adverse event(s): "reading is blurry" (blurred vision). Product problem(s): "glistenings" (no code available [iol (intraocular lens) implant]). A nurse reported a pt with decreased visual acuity due to glistenings following bilateral intraocular lens implant procedures. The iol was implanted in 2007. The nurse reported the pt had been experiencing blurry reading vision. Posterior capsule opacification was noted and a yag capsulotomy was performed. The pt was noted to have a history of hypertension, guttata, posterior vitreal detachment and glaucoma suspected (pre-existing). In a f/u, the surgeon reported the event resolved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 6/9/2010 and 6/11/2010 by phone, fax, and mail. A completed questionnaire was received on 6/14/2010. (B) (4).